Manufacturer narrative:
Details of complaint: the customer reported that their central nursing station (cns) was not alarming. While troubleshooting the biomed noticed that only one tile in one of the rooms was not alarming. The other tiles were alarming. He saw the respiratory alarm did not alarm for about 5 to 10 seconds. He said it was a blue alarm. In later troubleshooting efforts, it was found that the audio cable was not connected to the display monitor. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: based on the available information, a definitive root cause could not be identified. However, it is likely that the audio cable was removed by a user or staff member. The operator's manual for the cns indicates the need to ensure that sound is generated, and alarm sound volume is appropriate whenever the cns is turned on. The administrator's manual for cns-6801a provides a diagram of the proper cabling setup for the device. If there was an audio cable connected to the display monitor as intended, the issue would have not occurred. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that their central nursing station (cns) was not alarming. No patient harm was reported.

Manufacturer narrative:
The customer reported that their central nursing station (cns) was not alarming. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) was not alarming. No patient harm was reported.